Event description:
Per the clinic, the patient experienced intermittencies and subsequent loss of connection to the internal device. The implanted device remains.

Manufacturer narrative:
(B)(4): implanted device remains.

Manufacturer narrative:
Per the clinic, the device was explanted on (B)(6) 2015. This report is filed (B)(4) 2015.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Per the surgeon, the device was explanted on (B)(6) 2015, and the patient was reimplanted with another cochlear device during the same surgery. (B)(4).